Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker had high atrial rate. Additional information indicates that this patient had atrial flutter. The physician decided to do a change out when he noticed that the incision site was opened at a corner. There was no clear information regarding the reason for the opened incision site nor when did this happen. This device was explanted and the physician made the pocket slightly bigger for better healing of the pocket. No additional adverse patient effects were reported.